Event description:
It was reported that during the attempt to deploy a vena cava filter, two filter legs became stuck inside the delivery sheath. The dilator was used to push the filter completely out of the sheath to complete the deployment. A fluoroscopic image taken post-deployment demonstrated crossed filter legs. There was no reported pt injury.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.